Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a clearlink secondary medication set. During a secondary infusion of 2.25mg of zosyn, the infusion completed an hour and half later than expected. The infusion was supposed to last for four hours and had a large remaining volume. The solutions were infused via a pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device was manufactured 11/15/2016-11/16/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.